Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that tissue/blood was visible inside the returned lead. The tissue/blood was removed with alcohol and the helix extends and retracts within specification.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend even with an excessive number of turns. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend even with an excessive number of turns. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.